Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on proper pressing technique, assisted with removing the pump from its case, and confirmed that although the issue persisted, the pump could still be activated. A replacement pump was arranged as the device was still under warranty, and the caller was instructed on how to put the pump into storage mode and return it using a pre-paid label within 10 days.